Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The physician had treated the sfa and was removing the turbohawk device and it became stuck in the sheath. The spiderfx wire had prolapsed into sheath with the turbohawk. Evaluation of the returned devices indicate the spider wire had complete wrapped around the tip of the device, which was stuck in the sheath the location of the filter basket of the spiderfx is unknown at this time, however the site states it is not in the body. Please reference MDR 2183870-2012-00231 for the spiderfx referenced in this procedure.